Event description:
Caller reported the advantage system gave a blood glucose result of 440 mg/dl, gave customer 8 units of novolin. Retest with the same system after 10 minutes was 519 mg/dl, additional result 2 minutes later was 600 mg/dl. Emt's meter result 12-15 minutes later was 89 mg/dl. Customer was transported to hospital where he was treated with a glucose injection and a saline IV. Strips not available for return, replacement system sent.